Event description:
It was reported while using the cool path ablation catheter for an ablation procedure, the irrigation tubing broke from the handle of the catheter. The physician noted the power output had dropped to 5 watts so the catheter was removed from the patient and examination by the physician revealed that the saline tubing had broken off at the handle. Approximately 2-3 minutes after the catheter was removed from the patient, st elevation was noted on the patient's EKG. The st elevation resolved after approximately 2 minutes and no intervention was required. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.